Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the "button of hand shank is defective." Philips is considering this to be a faulty charge/shock button on the paddle set. There was no patient involvement.